Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "viscometer failure". The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "fitting the sheath the sheath is a strapless penile sheath: it has an adhesive coating inside to ensure a safe and simple procedure for fitting. If necessary trim pubic hair. Clean and dry pubic area. Remove sheath from its wrapping. Place rolled end over the end of the penis, leaving a small space between the end of the penis and the cup of the sheath. If uncircumcised, do not retract the foreskin but allow it to remain over the glans. Avoid contact between the adhesive and the glans. Slowly unroll the sheath along the shaft of the penis, then gently squeeze the sheath around the penis to ensure even adhesion. Try to avoid leaving a rolled `collar´ of sheath around the base of the penis. Finally, connect the urine collection bag. Always check that the connections are secure before use. Wear time will vary from user to user. It is recommended that a sheath be changed every 24 hours for reasons of hygiene. To remove: the sheath may be removed by gently rolling it o the penis. Avoid simply pulling the sheath o. Removing the sheath whilst having a bath or shower may increase comfort. Do not use on irritated or compromised skin."

Event description:
It was reported that the male external catheters were rolling up and causing leaking. Also stated that they were having problems taking the sheaths off as they were so adhesive and were too sticky. The patient stated that this had resulted in bleeding. No medical intervention was reported.